Event description:
The distributor contacted animas on (B)(6) 2015 alleging the patient had put the cartridge into the pump, primed the pump and then connected the pump via the infusion set. The pump allegedly alarmed for a loss of prime. The reporter stated that the patient disconnected from the pump and then primed the pump at which time the piston rod pushed out all the insulin in the cartridge without stopping. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted 07/10/2015. The device was returned and investigated on july 10, 2015 with the following findings: review of the black box data and download history revealed multiple records of ¿no cartridge detected¿ warnings in the black box. On investigation, the pump was exercised for 24 hours without the occurrence of any errors, alarms, or warnings. A ¿no cartridge detected¿ issue was not duplicated on investigation. The force sensor was evaluated and found to be functioning within the required specifications. The pump was found to be operating within the required specifications without malfunction.